Manufacturer narrative:
The evaluation found the no image from the serial digital interface (sdi)2 output was due to a faulty printed circuit board. The device is pending repair. The asset was last serviced on february 5, 2018; inspection only as no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset high definition liquid crystal display monitor was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a no image output malfunction as there was no image from the serial digital interface (sdi)2 output due to a faulty printed circuit board. There was no patient involvement or harm reported.